Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold on the right ventricular (rv) lead increased suddenly. A possible fracture was suspected. The rv lead was explanted and replaced since the patient has a history of ventricular fibrillation (vf). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.